Event description:
The clinicians were performing a therapeutic implant of a vaxcel implantable port in on a female pt in 2006. During the placement of the device, the peel away sheath failed to tear along the marked perforation. It was indicated that the sheath peeled correctly for 1 cm, but then the sheath broke off slightly below the handle. The clinician successfully completed the procedure and removed the sheath with the aid of hemostats and forceps. No residual material remained in the pt. There was no adverse affect on the pt as a result of the reported problem.

Manufacturer narrative:
This device has been received by this MFR, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.